Manufacturer narrative:
There was no product returned; therefore, no physical evaluation could be conducted. The device history records could not be reviewed due to lack of product identification; the lot number required for retrieval was unavailable. This device is used for treatment. The investigation could not identify or verify any evidence of product contribution to the reported problem. This complaint could not be confirmed. Based on the available information, the need for corrective action is not indicated.

Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://www.ncbi.nlm.nih.gov/pubmed/26920964. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that a patient was revised for type 3 aseptic loosening of the humeral component.